Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that during a second use (test for tender), the voyager nc was inflated on a right coronary artery, with 75% stenosis and calcified; however, the balloon ruptured at 22 atm. Stenosis that was 75% stenosed and calcified. (75% stenosed and calcified). The balloon ruptured at 22 atm. A powersail of the same size was used at 22 atm. The lesion was treated with a cutting balloon. No additional event or patient information is available.

Manufacturer narrative:
.